Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive additional information for this case. The missing information was requested at complainant the latest one on september 28, 2017 but was not available. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: guiding pin broken. Event description: it was reported that during time of impaction, the pin of the lateral position guide just broke under the impact. Review of received data: no medical data such as surgical notes or any other case-relevant documents received. Devices analysis: the vertical pin of the returned lateral position guide is broken off at the welding. Besides the breakage, the lateral position guide shows some scratches and signs of use. The returned vertical pin is slightly bent. The lateral positioning guide is marked with the lot number and the instrument is of version b. Review of product documentation: inspection plan was reviewed. The characteristic regarding the laser welding are the following: the characteristic 7: pos. 1 and 2 must be beads blasted and electropolished after being laser welded together. The characteristic 8: " allgemeine anforderungen / general requirements" is checked 100% visually and documented by the supplier. The characteristic 11: " laserstrahl-schweissen / laser beam welding" is checked 100% visually and documented by the supplier. The characteristic 13: "1.0 52 (saubere schweissnaht)" is checked with aql2.5. Review of product history: no other complaint involving products of the same lot number has been found. The design of the instrument was changed on 19.11.2013. (Version b to version c of the instrument). Within this change, the connection to vertical rod was improved: transition fit was changed to a press fit. The instrument involved in this complaint was manufactured before the design change. Root cause analysis: root cause determination using rmw: instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance: possible, as a design change has been performed to improve the connection area. This instrument is still of the old design. Instrument breaks, deforms, diverges impairing its function. Due to mechanical properties of material insufficient. Not possible: a systematic issue with material properties would have been detected as part of the issue evaluation assessment. Fracture of instrument due to general corrosion (crevice, pitting, galvanic). Not possible: visual inspection of the returned instrument did not evidence corrosion. Damaged instruments, implants, body or wrong operational step due to surgeon or operating room staff unfamiliar with instrument usage and handling. Possible, as the returned vertical pin is slightly bent. This suggests that force might have been applied on the vertical pin. It is possible that the surgeon or operating room staff was unfamiliar with instrument usage and handling. Additionally a deterioration in function as a result of repeated use is possible. Damaged instruments, implants, body or wrong operational step due to surgeon or operating room staff unfamiliar with instrument usage and handling. Possible, as the returned vertical pin is slightly bent. This suggests that force might have been applied on the vertical pin. Instrument breaks or deforms due to off-label / abnormal-use. Possible, as the returned vertical pin is slightly bent. This suggests that force was applied on the vertical pin. Conclusion: the instrument has been returned for an investigation. The vertical pin of the returned lateral position guide has broken off at the welding. The instrument has been on the market for more than 6 years and therefore it might have been used excessively. It needs to be mentioned that the design of the instrument was changed on 19.11.2013. (Version b to version c of the instrument). With the design change, the connection to vertical rod was improved. The instrument involved in this complaint was manufactured before the design change. Moreover, the returned vertical pin is slightly bent and it was reported, that the instrument broke under the impact. This suggests that force might have been applied on the vertical pin. If the instrument is used correctly, no force is applied on the vertical pin. It is possible that the surgeon or operating room staff was unfamiliar with instrument usage and handling. However, an exact root cause could not be determined. Based on the available information further investigation has been initiated to determine the necessity of potential corrective and/or preventive actions. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that during time of impaction, the "guide" on the lateral position guide broke under the impact. Notes: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.